Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented via merlin.net, low right ventricular sensing and an inappropriate shock due to oversensing were observed. An x-ray confirmed lead dislodgement. Intermittent capture was also observed at max output. Programming changes were made. Soon after, the physician elected to revise the lead. During the procedure, the lead could not be repositioned due to stylet insertion difficulty and the procedure was successfully completed with a new lead. The patient was stable following.

Manufacturer narrative:
A complete lead was returned in one piece for investigation. The stylet could not be inserted due to an obstruction at the connector region. The cause of the stylet insertion difficulty was consistent with procedural damage to the inner coil and connector region. All other tests were normal. No further anomalies were noted.